Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.01ml from the expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/_ 5%). The technology of the plum 1.6 list # 02507 does not contain a pump history that provides past programmed settings. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt rec'd more medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified concentration of aredia at a rate of 100ml/hr with an expected duration of 2 hours, and the delivery was started. After 1.5 hours, the aredia delivery was completed. The customer contact indicated that the nurse could "visually see the drug was being delivered faster than what was programmed." There were no reported adverse pt effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using gravity flow. Though requested, no additional information was provided.